Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positive samples. 1. It was confirmed that the vial was determined not to be positive by conducting a manual test. 2. It was a temporary problem and not reported to the doctor. 3. No, it does not affect the patient's treatment. 4. No, there was no adverse effect."

Manufacturer narrative:
H6: investigation summary: customer reported false positive results on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A dispatched bd field service engineer (fse) found that the cause seems due to poor voltage distribution. Replaced shorting pcb installation for drawer c and d and performed rack module initialization and temperature reading test. This is an confirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is confirmed for an instrument failure. The root cause is due to poor voltage distribution. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " false positive samples: it was confirmed that the vial was determined not to be positive by conducting a manual test. It was a temporary problem and not reported to the doctor. No, it does not affect the patient's treatment. No, there was no adverse effect."